Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery alarms on the reservoir. The patient's blood glucose of the time was 215 mg/dl. The customer stated that no delivery occurred during basal. The customer stated that his current infusion set is not working and his blood glucose kept going up. The customer reverted back to manual injections. The customer was advised to discontinue use of the device and to revert to a backup plan. The device was returned for analysis.